Manufacturer narrative:
The lot number for the malfunction was provided, therefore a lot history review was performed. The device for this malfunction has not been returned to bd for evaluation, but medical records with images were returned for review. The investigation is confirmed for the reported perforation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a perforation. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) male patient's weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a perforation. This information was received from one source. This malfunction involved one patient with no consequences. The 63 year old male patient's weight was not provided.

Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is 03/31/2020. H10: the lot number for the malfunction was provided, therefore a lot history review was performed. The device for this malfunction has not been returned to bd for evaluation, but medical records with images were returned for review. The investigation is confirmed for the reported perforation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.